Event description:
It was reported that the patient underwent a l5-s1 discectomy and foraminotomy, a posterior lumbar interbody fusion at l5-s1 using rhbmp-2/acs, aleutian peek vertebral spacers, autograft and allograft, and a posterior lateral fusion at l5-s1 using rhbmp-2/acs and autograft. It was reported that post-operatively the patient developed radiating pain to his legs, nerve injury, a loss of feeling in his left leg, and pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: pre-op diagnosis: intractable back pain and bilateral lumbar radiculopathy secondary to a degenerated disc at l5-l6 with bilateral lateral recess stenosis. Operation performed: bilateral l5 laminectomy, bilateral l5-l6 discectomy and arthrodesis with insertion of interbody fusion devices followed by l5-l6 posterolateral fusion with instrumentation. Implants utilized: posterolateral lumbar instrumentation set, peek vertebral spacers, synthetic osteoconductive bone scaffold, rhbmp-2, autologous bone marrow aspirate and autologous local bone graft. Pre-op notes: a linear midline incision was created between the l4 spinous process and the sacrum as localized by the ap fluoroscopic image. The fascia was divided at middle and a subperiosteal dissection was utilized to expose spinous process and lamina at l4, l5 and l6 bilaterally. Wide decompressive laminectomy at l5 was performed, including inferior articulating facet of l5 bilaterally. Twenty ml of synthetic osteoconductive bone scaffold was reconstituted with 8ml of rhbmp-2 and 8ml of autologous bone marrow aspirate. Disc space was then incised bilaterally. Large paddle distractors were inserted into the disc space and this space was distracted apart, the disc was cleaned out. The interspace was prepared from right hand size and then incised. Transpedicle screws were then inserted into vertebral body at l5 and l6 bilaterally. Interspace was cleaned from left side. Bone scaffold and rhbmp-2 was placed into inter space and another 10mm spacer was inserted on left hand side. The distraction was then removed. Unfortunately, the spacer on left went through the anterior annulus and anterior longitudinal ligament and was lost within the retroperitoneum. The interspace was then again distracted apart and another 10mm parallel spacer was filed. This was inserted into interspace from left. Contoured titanium rods were then laid on each row of screws and tightened. The morselized bone from the laminectomy was then mixed with the remainder of the rhbmp-2 and bone scaffold and placed lateral to the instrumentation on top of decorticated transverse process on each side.